Event description:
Ir central line study with contrast found 8 french bard port-a-cath inserted into left chest wall (B)(6) 2011 to have cracked tubing that leaked contrast. Dates of use: (B)(6) 2011 - (B)(6) 2014. Diagnosis or reason for use: chemo for breast cancer.